Event description:
Healthcare professional (hcp) reported a blood leak on a ca-hp 210 dialyzer during use #12. The blood leak was noted by an alarm and by visual observation of blood in dialysate at the onset of the treatment. Approx 150 cc blood loss was noted. A new dialyzer and blood lines were set-up and the treatment continued without incident. There was no pt injury or medical intervention reported by the hcp.